Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had history pointers failed. The history pointers were corrupted alarm. Customer stated that they had used four batteries in the last three to four days and three were not working. Customer stated that they tried to turn on the insulin pump after keeping it in storage mode and insulin pump was turned on and had pump error alarm. Customer also stated that they received low battery alarm and short battery life. Customer also stated that battery was not lasting more than one week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.